Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with 510k number k131855. Evaluation summary: it was caused due to an excessive force applied on the insertion flexible tube (ift). This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of after use. There was no report of patient harm. The user found that the surface of the ift was deformed at 70cm.